Event description:
Pt was being supported by an impact eagle ii portable critical care ventilator system in the hosp CT area when the user reported that the ventilator gave a "low gas" or "low fio2" (recording of the error codes was not done at the time of the event) while switching from tank o2 to wall o2 and it was believed that the device failed to deliver breaths then stopped working completely. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt was temporarily manually ventilated then a back-up automated ventilator was used to support the pt. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. Extensive discussions were conducted with the end user and impact's qa and engineering departments to rule-out interaction with CT equipment and to investigate possible root causes. Root cause was possibly linked to user training and additional training by impact staff was requested for the hosp. Simulated use testing was performed including burn-in and functional testing and the unit was returned to the end user after it tested within specifications.